Event description:
Surgeon used the radiographic ruler and took a direct measurement from c-arm to determine the length of long troch nail to use. The radiographic ruler measured 34cm. Upon insertion of the nail, surgeon stated that the measurement from the ruler was off by 2cm. The nail was removed and replaced with a 36cm nail. The case was delayed approx 30 minutes as a result of the reading taken off the ruler.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.